Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On oct. 3, 2016 information was received from a patient reporting that the device worked very good when they first got it but for the last 3 months she has been in a lot of pain. She cannot tell if the ins is on or off; it is not helping her. She has been waiting for 3 months to get some help from her hcp. The hcp office told her that she might need some reprogramming. The patient was able to schedule an appointment but they were unable to get the rep out there. Indication for use is non-malignant pain and phantom limb pain. On (B)(6) 2016 the patient called back reporting that their therapy still wasn¿t working and they were in a lot of pain today. The patient stated that she should have asked for an x-ray at her appointment yesterday because her leads may have moved. The patient noted that she falls all the time. The patient was guided through trouble shooting but adjustments (increasing / decreasing) her stim did not resolve the issue. [Troubleshooting: caller increased stimulation on group d from 3.55 - 3.60 v but felt stimulation was too high. Caller switched from group d to group b but felt uncomfortable stimulation in her knee at 2.9 v; at 2.7 v, she felt stim everywhere and it was shaking her whole lower body. Caller switched from group b to group a - at 4.4 v she still felt 'knitting needles' in her feet but felt better and more relaxed.]

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient mentioning their report of pain. They stated that last time "the pain was so bad," so they called product services and were able to get help adjusting the groups/amplitudes. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they weighed (B)(6) pounds at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.